Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the lv1/distal conductor was extrinsically fractured from over-rotation at implant/explant. Visual analysis of the lead indicated damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lead was attempted with three different stylets that did not work due to repeated kinking. It was also reported that there were high thresholds noted.

Event description:
It was reported that during the right atrial (ra) lead implant, the patient had a small atrium and torturous superior vena cava (svc), which resulted in slight resistance when passing the lead through the sheath. Difficulty was encountered in advancing the stylet into the lead, resulting in repeated kinking. The lead was placed; however, the data was suboptimal. On subsequent attempts to retract and deploy the helix, the helix failed to retract. After multiple attempts retraction was achieved. Thereafter, screw-in became difficult. The lead was removed and inspected, revealing impaired screw movement. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.